Event description:
Sales consultant reported that revision was required to remove tfn nail from patient's right hip due to non-union. A conversion to a total hip replacement was also made on the date of revision. Revision was performed without incident. This is report one of three for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance was written for a document error. The raw material certification was supplied with ksi units used for the mechanical testing and the requirement is for metric units. There was no adverse affect on product.